Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. An olympus representative obtained information about reprocessing method from the user facility and found following deviation. The user had used an olympus brush mh-507 instead of bw-20t during brushing the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
It was revealed that the patients were tested positive before ercp procedure. Receiving the above finding, the user facility conducted a surveillance culture, and olympus medical systems corp. (Omsc) was informed that the subject device tested positive for unspecified microbes. The facility also informed that the subject device was re-tested after sterilization. The subject devices tested positive for stenotrophomonas. The facility reprocessed the subject device with an olympus automated endoscope reprocessor model etd-3 and mini etd-2 (not available in the USA). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".